Manufacturer narrative:
Evaluation of the returned catrx confirmed a fracture. Evaluation also revealed a stretched region of the catheter spanning across the fracture location. This damage indicates the fracture was likely due to the catheter being retracted against resistance. If the device is forcefully retracted against resistance, the catheter may become stretched and fracture. The root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01252 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01252.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal and peroneal arteries using an indigo system aspiration catheter 6 (cat6), an indigo system catrx aspiration catheter (catrx), a 7f non-penumbra sheath, and a guidewire. During the procedure, while advancing a cat6 to the target vessel using the non-penumbra sheath, the cat6 would not advance through the tibial artery; therefore, the cat6 was removed. Upon removal, it was noted that the distal tip of the cat6 was kinked. Next, the physician advanced the catrx over the guidewire through the guidewire lumen and completed approximately five to seven passes in the target vessel. While retracting the catrx after the completion of the last pass, the physician experienced resistance and noticed under fluoroscopy that the distal tip of the catrx broke off. Therefore, the physician used a snare device to remove the detached distal tip of the catrx. The procedure was completed using a new catrx, the same sheath, and another guidewire. There was no report of an adverse effect to the patient.